Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior the lap sigmoid colectomy procedure, the balloon did not inflate, the surgeon was unable to blow up the balloon prior to surgery. He requested an applied balloon trocar to complete the case. There was no patient injury.